Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 4atm for 30 seconds and was removed without any problem. The procedure was completed with a different device. No patient complications were reported. It was further reported that the device was simply pulled out from the patient's body and the patien condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 4atm for 30 seconds and was removed without any problem. The procedure was completed with a different device. No patient complications were reported.